Event description:
Patient reported skin irritation in the form of red blisters with open skin. The patient sought medical treatment and used an otc medication (neosporin, vaseline, or aquaphor). Patient reported following proper skin preparation guidelines.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.